Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00433. This complaint was confirmed by the field service rep (fsr). The fsr found tha the replacement temp cable had been plugged into a temperature module channel that was not assigned to the perfusion screen; therefore, no display. The fsr plugged the replacement cable into the correct temperature module channel and the myocardial temperature displayed properly. With the cable properly routed and seated, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer changed the temperature module cable during case and they continued to not get a reading. The device was not changed out, as they did without that reading to finish the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.